Event description:
In the external beam treatment planning program, the source to surface distance (ssd) can be reported incorrectly in situations where multiple contours are digitized with a large variation in shape, which can result in an error in dose calculation.